Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account communicated that the patient has experienced increased shortness of breath (sob) and positive for rhinovirus. The patient is not on any anticoagulation due to prior severe gi bleeds. An echocardiogram with ram study was performed on 25may2019. The patient also had elevations in ldh. According to the account, the patient is on coumadin due to concerns for pump thrombosis. The account submitted a log file for review. On (B)(6) 2019 at 8:42 am, a low-speed operation was captured due to the fixed speed (8800rpm) being set lower than the low-speed limit (9400rpm). The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU device thrombosis, hemolysis, and bleeding are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous gi bleed event were reported on MFR # 2916596-2019-02901, 2916596-2019-02902, 2916596-2019-02903, 2916596-2019-02905, 2916596-2019-02907, 2916596-2019-02939, 2916596-2019-02908, 2916596-2019-02940 (past admission event). Approximate age of device ¿ 3 years 10 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that over the past week the patient has experienced increased shortness of breath (sob), positive for rhinovirus. The patient is not on any anticoagulation due to severe gi bleeds. An echo with ramp was done on (B)(6) 2019 with no changes. The patient had elevated lactate dehydrogenase (ldh) levels from 570 to 731. There have been no vad alarms or changes; however, there is an ongoing driveline fault message on the monitor. The log file reviewed by tech services did not capture the reported driveline fault alarms in the log file. Additional information was received stated that the patient did not have an egd or colonoscopy on this past admission. The patient has a history of gibs, which is why anticoagulation had been stopped. "With concerns for pump thrombosis", the patient is now back on coumadin.